Manufacturer narrative:
Additional information was received that during the procedure, when the physician was entering the patient's spinal column with the needle, there was violent breathing and the spinal cord was nicked causing the cerebral fluid to leak. It was believed that the event was procedure related.

Event description:
A report was received that a patient had a cerebro spinal fluid leakage during the implant procedure. The procedure was aborted as precautionary measure. The patient was treated with blood patch during the surgery and was prescribed with topamax. The event was not device or procedure related. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient had a cerebro spinal fluid leakage during the implant procedure. The procedure was aborted as precautionary measure. The patient was treated with blood patch during the surgery and was prescribed with topamax. The event was not device or procedure related. The patient was doing well after the procedure.